Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. It was reported that after completing the procedure, the patient became bradycardic. The patient¿s heart rate was not stabilized, and the patient expired. The patient was under sedation and not general anesthesia. During the procedure, the physician mapped and ablated the right ventricular outflow tract (rvot). Premature ventricular contraction (pvc)s were not gone, so the physician decided to go arterial and retrograde through the aorta to the left ventricle outflow tract (lvot). The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number 30269683m, and no internal actions related to the reported complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. It was reported that after completing the procedure, the patient became bradycardic. The patient¿s heart rate was not stabilized, and the patient expired. The patient was under sedation and not general anesthesia. During the procedure, the physician mapped and ablated the right ventricular outflow tract (rvot). Premature ventricular contraction (pvc)s were not gone, so the physician decided to go arterial and retrograde through the aorta to the left ventricle outflow tract (lvot). Ablations were completed. No errors or issues with biosense webster, inc. Equipment was noted. No troubleshooting was performed during the case. Post-ablation, about 30 minutes after arterial access, testing was being performed and suddenly the patient¿s heart rate slowed to a pulseless electrical activity (pea). Lab results showed there were no signs of bleeding and heparin was given. No pericardial effusion nor clots were noted on echocardiography (echo) and transthoracic echocardiogram (tee) which were performed during code. The patient continued to decline. CPR was performed for about 60 minutes but was unsuccessful and the patient expired. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related, it was an elderly patient that came from the intensive care unit (ICU). Physician is awaiting the autopsy report to find out what caused the patient¿s death. On january 28, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that there was no visual damage or anomalies that were observed.